Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bruising event occurrred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced discomfort during use and bruising. The patient was alerted to a sensor failure on his dexcom app and removed the sensor where he noticed a yellow-black bruise. He presented to his healthcare personnel (hcp) and was referred to the emergency department the following day as he was experiencing abdominal pain that was thought to be related to the affected site. He was treated with oral steroid and muscle relaxant medications: baclofen 20 mg 1 tablet daily and methylprednisolone 4 mg 1 tablet daily. By the time of the report, the affected area had returned to normal. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.